Manufacturer narrative:
(B)(6) 2024 the lead was explanted and pocket erosion was reported. 3268: pacing inhibition the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available. Update 19. Jan 2024: an erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the erosion was not device related.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported this device alerted for out of range pace impedances. Noise from minute ventilation was observed which led to oversensing and pacing inhibition. No adverse patient events were reported. There was no mention of intervention. The device remains implanted.